Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-40, lot# 0211801324, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was deep brain stimulation (dbs) on (B)(6) 2017 and during the surgery, the health care provider (hcp) found that one of the electrodes had a high resistance; the electrode was replaced. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight at the time of the event was unknown. It was also confirmed that the device will be returned. No further complications were reported/anticipated.